Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 442 mg/dl, 162 mg/dl, and 132 mg/dl. No actions taken based on readings. No death or serious injury reported. Requested return of suspect device, however, all strips were used up.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.